Event description:
After equipment was sterilized one indicator for sterilization was found to not have turned indicating that the tray of items was unsterile. Caused a delay in start of procedure, no harm to pt.